Event description:
During an MRI scan, a pt was receiving an infusion, and was also being ventilated during the scan. The infusion pump was programmed to deliver propofol at a rate of 10 ml/hr. Sometime after the scan was started, the nurse observed the 50 ml propofol container was empty. The pt's blood pressure did drop, but steps were taken to prevent any pt problems. No poor outcome resulted from this event. Following the event, the pump was taken to the clinical engineering department, and it was noted the pump's door hinge pin was protruding from the bottom of the pump by about 1 inch. In this condition, the pump door was not held secure to prevent any possible freeflow condition.

Manufacturer narrative:
Initial report was received from the health care professional indicated that the device (infusion pump) was examined by the hospital staff. Following event, the pump was repaired by the hospital staff after consultation with iradimed corporation. Info was obtained from the customer interview, and their reported inspection of the equipment. Methods: the hospital's biomedical engineer and nurse management were interviewed regarding the event and the user of the device. Info gathered during this period was used to establish the probable cause of the event. Results on (B)(6) 2012, during an MRI scan, a pt was receiving an infusion using the mridium 3850/3851 pump. This pt was also being ventilated during the scan. The channel b of the infusion pump (3851 sidedcar) was programmed to deliver propofol at a rate of 10 ml/hr. The nurse entered the MRI control room, and the MRI scan began. Sometime after the scan was started, the nurse observed the 50 ml propofol container was empty, and entered the MRI scanner room to assess the pt. The pt's blood pressure did drop, but steps were taken by the clinical staff to prevent any pt problems. No poor outcome resulted from this event. The 3850/3851 pumps were removed from use and taken to clinical engineering. The nurse manager reported that the pt did later succumb to her disease, but this was unrelated to the event. The hospital contacted iradimed corporation on (B)(6) 20212 and preliminary info was obtained. The hospital biomedical engineer said she had checked the pump, and determined the channel b door's retaining screw for the door hinge pin had fallen out prior to the pumps' use, and the door hinge pin had partially slid out, with about 1 inch of the hinge pin protruding below the bottom of the pump. If this occurred, the door would not have been able to maintain its position to prevent fluid flow when closed. When queried, the nurse could not remember observing if the hinge pin was protruding below the pump, but for this event to occur as described, it must have been protruding below the pump. No action was taken by the nurse to question this aspect of the pump before use. On (B)(6), another clinical engineer who the hospital had designated was contacted by iradimed, and he conformed what was reported earlier. The clinical engineer confirmed that the door was not seated flush with the pump, which could allow unprotected fluid flow. This 3851 sidecar was mfg in 11/2009, and the clinical engineer had indicated this 3851 sidecar had been serviced by the hospital in (B)(4) 2011, and the 3851 pump door's retaining screw had been removed for this repair. He was uncertain if the retaining screw had been replaced after this repair. During mfg, this retaining screw's threads are secured with loctite thread sealer to prevent accidental removal or dislodgement. The pump's service manual includes an illustration of the parts for disassembly/re-assembly that specifically identifies the type of loctite to be used for this retaining screw. A copy of the service manual is included with each product, and the customer did not confirm the service manual was available in their workshop. A copy of the appropriate page from the 1125 service manual is included in attachment 1. After this dialogue with the hospital's clinical engineer, he was instructed to check the other mridium pumps at this facility to confirm their retaining screws were properly in place. He did confirm their other mridium pumps did have the retaining screw in place. It was requested. He did not use any ordinary retaining screw for their 3851 pump, as it needs to be a non-magnetic screw for this application. Several samples of the non-magnetic replacement retaining screw were sent to the clinical engineer for replacement and spare parts for their pumps. It was requested that the clinical engineer replace the retaining screw with the appropriate loctite, and perform the checkout procedure defined in the service manual. The clinical engineer confirmed these were successfully completed on (B)(4), and the pump was returned to clinical use. Product examination: the 3851 sidecar pumps was not returned to iradimed corporation for examination, but the hospital's report on (B)(6) was used to determine the likely cause of this problem. Investigation conclusions: based on the available info, the cause of the overinfusion of the fluid was failed to properly to close 3851 pump's door to prevent uncontrolled fluid flow. This occurred due to the missing pump door hinge pin retaining screw which was removed during an earlier service action by the hospital, and not replaced as directed in the pumps' service manual instructions. Follow up with the hospital biomedical engineer after repair of the pump by the clinical engineer on (B)(4) confirmed proper repair had been completed, and all issues appear to be resolved. No further action is considered necessary at this time. (B)(4).